Event description:
During index procedure, the patient had one endeavor sprint rapid exchange (rx) drug-eluting stent implanted to the mid lad. Ten days later, the patient experienced a gastro-intestinal bleed. The investigator indicated that the reported event was unrelated to the device.

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (haemorrhage).